Event description:
It was reported that the patient's pump had alarmed with error 1720. She had been instructed to remove the batteries for 10 seconds before reinserting them. After the pump had powered on, error 1720 had returned, preventing a review of the settings. She had then been instructed to remove the batteries again and contact the patient's clinic. The event occurred while in use with a patient but no patient harm was reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had alarmed with error 1720. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.